Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 05/26/2016, belt: 08/27/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 11:06:01 on (B)(6) 2021. Asystole was detected at 13:31:40 while the patient was in an idioventricular rhythm at 60 bpm, transitioning to asystole. An arrhythmia was detected at 13:35:33. The patient was in an idioventricular rhythm at 90 bpm, which transitioned to vf. The lifevest properly detected the vf arrhythmia, but the fundamental frequency of the vf slowed to less than 2.5 hz (150 bpm), preventing the lifevest from delivering a treatment. The patient was in vf with CPR/motion artifact at the time of the electrode belt disconnection at 13:41:43.